Event description:
The customer reported that the system had a communication failure error message outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the reported problem. The generator interface board, the fluoro functions board and the system interface were replaced. The backplane and the ps1 power supply were replaced. The system was tested and found to be working as intended and put back into service.